Manufacturer narrative:
This is the first complaint reported for this finished goods lot. Review of the device history record (DHR) indicates the order was built to specification. A sample has not been returned for this complaint; therefore, visual inspection and functional testing could not be performed. The root cause of the customer's complaint could not be determined as a sample was not returned for investigation. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. Quality assurance will continue to monitor and will take action for future occurrences as is deemed necessary. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A scrub technician reported that there was no aspiration present during the procedure. The cassette was replaced and the procedure was completed. There was no patient harm. Additional information and product sample have been requested.